Event description:
N/a

Manufacturer narrative:
Updated fields - b4, d9, e1(site country), g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h10. (Additional contact information: name - chris gonzalez) a getinge field service engineer (fse) evaluated the iabp unit and replaced batteries as a precaution during pm discovered unit short run time . Performed pm same service visit please see attached pm so for measurement details . Unit returned to clinical use .

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) , the cs300 intra-aortic balloon pump (iabp) units batteries were replaced as a precaution due to short run time. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.